Event description:
The device reportedly failed occlusion pressure testing.

Manufacturer narrative:
Device eval results: replaced pressure transducer. The pressure transducer carrier was broken below the mounting ring. The cosmetic bezel also had damage at one of the lower mounting screws. This was a possible indication that the pump was dropped.